Event description:
It was reported that stent damage occurred. During preparation, a 32 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion. However, the physician noted that the stent struts were defective on the distal end of the stent. The procedure was completed with another 32 x 2.50mm taxus¿ liberté¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination could find no issue with the profile of the stent. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, a 32 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion. However, the physician noted that the stent struts were defective on the distal end of the stent. The procedure was completed with another 32 x 2.50mm taxus¿ liberté¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).